Manufacturer narrative:
A device history record could not be evaluated as no lot number was provided. Sample evaluation: the inflated sample was evaluated over 4 days and found to remain inflated. The reported observation could not be confirmed. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.

Event description:
The customer noticed severe cuff pressure loss 4-6 hrs. Post intubation. The cuff would drop from 30 cm to 17 cm after 4-6 hrs. There was no patient injury. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).